Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for batch 8882306 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during an angioplasty treatment procedure, the guide catheter was broken. The customer stated that the physician "torqued strongly, claiming the catheter broken at the body label, and immediately proceeded to take it out from the pt. The physician used a new one from our competitor to finish the procedure." Add'l info has been requested regarding this event.